Event description:
Additional information: a guide and posterior foot separation were found during evaluation of the returned device. It is unknown if the separations occurred during device use. The location of the separated posterior foot is unknown. No additional information was provided.

Manufacturer narrative:
B3: date of event- the date of procedure was initially reported as on (B)(6) 2021; however, information received with the returned proglide device stated "admit: on (B)(6) 2021". No response was received from the facility reporter to confirm the date of the procedure. The device was returned for analysis. The reported ¿device had a damaged extension¿ was confirmed as a guide separation and foot separation. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device via a 6f sheath relative to a peripheral interventional procedure. Reportedly, the proglide device had a damaged extension. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.